Manufacturer narrative:
A ge healthcare investigation has been initiated. A follow-up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2018, the technologist at (B)(6) was injured while inserting a cassette into the cassette tray of their compact 300 system. The technologist positioned their left hand fingers underneath the locking latch while positioning the cassette into place when the latch of the cassette tray released. The technologist attempted to quickly remove their hand but their left hand forth digit was pinched in the latch mechanism. The technologist received an x-ray and was diagnosed with a fractured finger.

Manufacturer narrative:
Ge healthcare investigation has been completed and the root cause was determined to be use error. The ge field service engineer (fe) arrived at the site and replaced the cassette tray. The defective tray was returned to ge healthcare engineering team and a part analysis was completed. The part analysis did not identify any malfunction as it was tested and functioned properly. The fe returned to the customer site to measure the clearance between the bottom of the table top to cassette tray latch and the measured gaps were all greater than 25mm which meets iec 60601-1 gap requirement standards. The root cause of the finger pinch was determined to be use error as the technologist loaded the cassette tray into the table with their left hand placed on the cassette latch. As a correction, the fse communicated to the technologist the correct cassette tray loading/unloading instructions and the technologist acknowledged the retraining. Upon completion of the site correction, this event has not recurred. No corrective or preventive actions are needed at this time.

Event description:
On (B)(6) 2018, the technologist at (B)(6) in (B)(6) reported that as they were inserting the cassette tray into the table bucky with their left hand placed on top of the latch and their right hand was pushing the tray into the bucky. The technologist attempted to quickly remove their hand before the tray latch met the table but their 4th digit of their left hand was pinched between the latch and bottom of the table top. This resulted in an x-ray that was diagnosed by a physician as a hairline fracture. The physician treated the injury with a finger splint.